Event description:
It was reported that the autopulse platform would not power on when it was taken out to perform a demo. Customer also indicated that the lifeband was very tightly fit. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/23/2013 for investigation. Investigation results as follows: the reported complaint of the platform not powering on was confirmed. Visual inspection confirmed that the power switch was damaged due to excessive force during handling which is preventing the platform from powering on. Upon replacement of the power switch, the device passed all testing criteria. The reported complaint of the lifeband being very tightly fit was not confirmed during investigation as no problems were observed with the lifeband fit.